Event description:
As part of a legal mediation effort on (B)(4) 2013 intuitive surgical received information regarding a patient that underwent a da vinci si hysterectomy procedure. The patient had a large uterus and it was noted during the surgical procedure that the patient had fibroids. During the procedure, the surgeon reportedly had to enter the patient's vagina in two spots due to the distortion of the anatomy caused by the fibroids. These spots were repaired vaginally without consequence at the surgery. There were no complications noted at the time of the surgery. The patient was discharged home the next day and on (B)(6) 2011, the patient experienced problems. A CT scan performed on (B)(6) 2011 noted a possible bladder injury. On (B)(6) 2011, the patient underwent a surgical vaginal repair of a vesicovaginal fistula with left ureteral catheter placement, attempted right ureteral catheter placement, and cystoscopy. In (B)(6) 2011 the patient was re-admitted and the patient underwent an exploratory laparotomy with abdominovesical fistula repair on (B)(6) 2011. The patient was discharged after two days.

Manufacturer narrative:
Based in the information provided, intuitive surgical has not determined the root cause of the injury sustained by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. Review of the site's system logs for the reported procedure date of (B)(6) 2011 found that no system errors were generated that would have caused or contributed to the injury sustained by the patient. This complaint is being reported due to the following conclusion: the patient sustained a bladder injury during a da vinci si hysterectomy procedure.